Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported the insulin cartridge leaked during usage due to a missing rubber o-ring. Cartridge was requested for eval. No physiological effects were reported. Pt did not require treatment from a health care professional or second party to address the issue. No additional info was provided.